Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that the insulin pump alarmed a battery out limit alarm. Nurse was assisted in clearing the alarm. Nurse reported the customer was hospitalized for hyperglycemia diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 600 mg/dl. After troubleshooting, customer will not be returning the device for analysis.